Event description:
Same case as manufacturer's #: 6000089-2005-01916. During a drug eluting stenting treatment procedure, an acute thrombosis occurred. The lesions being treated were mildly calcified in a mildly tortous ostial and proximal left anterior descending artery (lad). The lesion was pre-dilated with a 2.5 x 15 mm balloon at 8 atms for 28 seconds. After pre-dilation the physician successfully deployed a taxus express2 - 2.50 x 20 mm drug eluting stent in the proximal lad at 16 atms for 30 seconds and a taxus express2 - 2.50x 24 mm drug eluting stent in the ostial lesion at 16 atms for 44 seconds. The physician then postdilated with an unknown size nc ranger at 16 atms. A few hours later the pt was brought back to the cath lab with complaints of chest pain. Integrilin was started and the pt was determined to have an acute thrombosis in the taxus stents. The physician then ballooned the thrombosis with a 2.5 x 20 mm maverick balloon at 20 atms. No further pt complications or injuries were reported. Pt status is reported as "fine."